Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 15th september 2011. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and that it had performed all self-tests up to and including the last log entry on (B)(6) 2015. During the above period the device records 16 manual power ups, one of ten minute duration. These power ups mainly occur within the first 12 months from initial installation and during the working week including at similar times which may suggest the user was regularly power cycling the device. The device was disassembled to investigate and upon visual inspection a capacitor was found to be vented. During testing a test pad-pak was installed and although the fault did not cause the test pad-pak fuse to blow it did have a significant impact on the voltage indicating an excess current drain. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.